Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately six months after a pulsed field ablation procedure, patient had recurrence of their atrial fibrillation (af). This was confirmed with holter monitor. The patient is a participant in a clinical study. It was later reported that the patient required a repeat ablation procedure approximately eight months after the index procedure. During the repeat ablation procedure, atrial fibrillation (af) occurred during catheter stimulation. The patient was electrically cardioverted. No further patient complications have been reported as a result of this event.